Event description:
It was reported by the physician that the pt showed high lead impedance on system and normal mode diagnostics. The pt's vns has been disabled as recommended by MFR labeling. No x-rays have been taken. No trauma or manipulation is believed to have occurred. Last good diagnostics were obtained on (B)(6) 2010. Surgery to replace the pt's lead and generator is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.